Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the pt experienced inadequate paresthesia to the right lower extremity. Device interrogation was performed. Reprogramming to cover the right lower extremity was attempted on (B)(6) 2010. On (B)(6) 2010, the pt experienced redness and tenderness at the incision site. The pt also noted feeling "feverish" and some chills. On (B)(6) 2010, examination and palpation noted redness and tenderness at the incision site. The pt was treated with keflex 500mg orally three times a day for ten days. The redness and tenderness resolved by (B)(6) 2010. On (B)(6) 2010, the pt continued to experience pain coverage that was less than desirable. The covered to the leg was not adequate. Reprogramming was again attempted. On (B)(6) 2010, the pt experienced a fall and increased localized pain and spasms in the lower thoracic and lumbar region, as well as tenderness at the implantable neurostimulator site. X-rays were taken on (B)(6) 2010 and noted an anterior cervical discectomy with interbody fusion at c4-5 and c5-6, and possible loosing of screws at c4-5. The pt was treated with trigger point injections of toradol and marcaine on (B)(6) 2010, which resolved the pain and spasms caused by the fall. The pt underwent surgical revision to replace one of the leads on (B)(6) 2010. The pt was noted to have recovered without sequela as of (B)(6) 2011.